Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time. The reported condition was not confirmed. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in each mode. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The investigation did not identify the root cause of the reported event. The investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. Manufacturing non-conformance were reviewed, and no potentially contributing factors were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal normally after an end tone was heard. Another device of the same type worked well to continue the procedure. There was no patient injury.

Manufacturer narrative:
No serious injury resulted from this issue or medical intervention was required to prevent serious injury. If information is provided in the future, a supplemental report will be issued.